Event description:
It was reported this peripherally inserted central catheter (PICC) was successfully placed for antibiotic administration. Approx five wks post placement it was noted during changing of the dressing, the catheter had fractured at the hub. The catheter was successfully removed and another PICC was placed for continuation of treatment. The pt's condition is good. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the catheter was returned in two pieces. The proximal segment measured approx 10cm. The distal segment measured approx 43.6cm. The point of break was jagged. The co is unable to detemine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.